Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify button keypad anomaly due to critical pump error. The insulin pump was received with cracked case on the back at the battery tube area, battery tube threads, reservoir tube lip and retainer. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a critical pump error alarm . The customer¿s blood glucose was 175 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and it was not exposed to a change in altitude. Customer confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. No critical pump error troubleshooting was performed.